Manufacturer narrative:
The device, used in treatment, has been returned for evaluation. The visual inspection found no defects. The functional evaluation performed found no fault with the device, which passed a functional test within expected parameters. A relationship between the reported complaint and the device could not be established. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies upon release into distribution. Complaint history for the reported failure, fail to alarm has been reviewed and in the previous four years there have been further instances. These instances are being monitored to determine if additional actions are required. Failure to alarm: factors that may have contributed to the event are likely to be due to the size of the hole cut in the film, the device would not have alarmed as it would still maintain vacuum pressure, not against the wound bed but the dressing, if the vacuum pressure is within the limits of the pump than it would not alarm under these circumstances. This investigation has now been closed and recorded as no fault found. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during treatment the therapist examines the wound on the buttocks. Softport has been applied to the film instead of the hole in the film, as the cut hole was very small. Due to that, there was no contact between the wound and the wound filler causing a loss of vacuum. The therapy device gave no alarm. The display has been black (this is normal during operation) and the green indicator light shone. Externally, the pump indicated no leaks in the dressing. After the dressing change and the change of the softport, a vacuum could be reached. The therapy was running afterward without any problems concerning it. The problem was solved and seemed to be a hole that was cut too small and was not fitting with the application of the soft port.